Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was indicated as needing a new pacemaker, and during the new pacemaker procedure a lead would not connect properly due to the device ventricular connection was not working. The ipg was explanted and replaced, and the same lead was connected to the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was indicated as needing a new pacemaker, and during the new pacemaker procedure a lead would not connect properly due to the device ventricular connection was not working. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was indicated as needing a new pacemaker, and during the new pacemaker procedure a lead would not connect properly due to the device ventricular connection was not working. The ipg was explanted and replaced, and the same lead was connected to the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pulse generator (ipg), a lead would not connect properly due to the device ventricular connection was not working. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.